Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 70% to 1% within one hour and the pump shut off. Review of the pump data logs by tandem technical support confirmed the battery was depleting quickly. The customer's blood glucose level was 100 (mg/dl). The customer confirmed alternate insulin therapy was available.